Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, while firing at the antrum, the staple line incomplete distally. Another device from another manufacturer was used to fix the staple line complete the case. There was no patient injury.